Event description:
Caller states that she obtained a reading of hi on her device and gave herself the normal amount of insulin. Approximately a half hour later daughter could not wake caller up. Daughter reportedly called the paramedics who tested on their equipment and received a reading of 26mg/dl. She states that she was given an IV and transported to the hosp. She states that at the hosp she was given food and released. No glucose control solutions were used. Requested return of suspect device and replacement was sent.